Manufacturer narrative:
External and internal visual inspections of unit revealed no discrepancies or discernible damage to the power cord, extension cable or power supply. During the investigation, visual inspection revealed that the power extension connector was properly seated in the connector cover. No software malfunctions, errors, warnings, or anomalies were observed during unit boot-up or during handheld touch screen commands. Patient data back-up was performed without errors using returned 4g gsm modem. Unit passed all test steps during diagnostic-test. Report of frayed wire/ cord was unconfirmed. No issue found. No affected components. Pes functioned as expected. No device issue found regarding the frayed wires on the right angle extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.